Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator changeout procedure. Upon opening the chest pocket, the physician noted an insulation breach on the right ventricular lead. After the physician attempted to repair the insulation, the right ventricular lead exhibited failure to capture and high pacing impedance. The physician capped and replaced the lead during procedure on (B)(6) 2020. The patient was in stable condition.